Event description:
The event occurred in india. It was reported that a hl 20 double head pump displayed the error message "head". No harm to any person has been reported. The failure can cause an unintentional pump stop. Therefore, a report is required. Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that a hl 20 twin pump displayed the error message "head". The event occurred during routine check. No harm to any person has been reported. The failure can cause an unintentional pump stop. Therefore a report is required. According to the service manual the error "head" indicates that the motor tacho shows an value but the head tacho shows 0 (zero). A getinge field service technician (fst) was sent for investigation 2024-06-11. The tacho strobe foil and optical tacho board was cleaned. No parts were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. A similar case was assessed by the getinge life cycle engineering on 2024-03-04. Because the error was resolved by cleaning/refitting of all circuit board connections the most probable root cause was determined as communication disturbances due to transition resistance that can arise from surface corrosion. The review of the non-conformities has been performed on 2024-06-21 for the period of 2014-01-30 to 2024-06-11. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2014-01-30. Due to the age of the device (about 10 years) and this component optical tacho board age related aspects can be considered as well. Based on the results the reported failure " error message "head" could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.